Event description:
Caller reported that a malfunction occurred on pump, identified by malfunction code malf 16- 0x20e6. There was no adverse impact to customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup therapy and received instructions on using a g7 sensor with replacement pump. Technical support confirmed shipping address and advised on returning the problematic pump, sending a replacement pump to customer. Customer was informed about required actions, such as updating pump software, and understood instructions given.